Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, the proximal seal remains in the main body when using the heart string. I put out a new device and the operation was completed successfully. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25154558 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/19/2021. An investigation was conducted on 04/26/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger fully depressed and the blue slide lock disengaged. The seal and tension spring assembly was observed inside the loading device body. The seal and tension spring assembly was removed from the loading device. No cracks or delamination was observed on the seal. Measurements of the delivery device were taken: the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.221 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed as well as for the analyzed failure "premature deployment".

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, the proximal seal remains in the main body when using the heart string. I put out a new device and the operation was completed successfully. The hospital did not report any patient effects.